Event description:
Reportedly, sometimes svo2 doesn't work either parameters are not consistent, sometimes they don't get svo2. Tried good cables but no change. Tried different vig with same cables, works fine.

Manufacturer narrative:
Eval summary: co not working - error message "alert: electrical interference" and "fault svo2: gain" error.